Event description:
It was reported that the pump volume was too low. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was "low" on the continuous glucose monitor. Reportedly, the contact accidently delivered an additional correction bolus to the customer and the amount of insulin delivered ended up being too much causing customer to go low. The customer consumed carbohydrates to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."